Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (performance issue) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. A thermistor was open in the battery, causing the battery to not be recognized by a charger, and unable to charge. The root cause for the open thermistor was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not powering on a monitor.